Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Information added to b5 and b3. B3: the events were reported to have occurred in an unspecified date in february . B5: it was reported that two (2) peritonitis events occurred in the same month. Should additional relevant information become available, a supplemental report will be submitted.